Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03709. It was reported the patient was admitted to the hospital and diagnosed with an infection. The patient's scs system was explanted to resolve this issue, and patient is currently on IV antibiotics.